Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had: fibre bonding in the outer tube area (distal end) was damaged; outer tube (thermistor) was broken; error 104 occurred; image was not displayed. There was no patient involvement.